Event description:
The pt underwent cataract surgery in 2007 with implantation of the crystalens in the right eye. The pt reports that on nineteen days later, he had an acute onset of foggy vision. The pt described his symptoms as mild to moderate in severity and has caused him to be unable to drive. The pt reports being blind in the fellow eye (no crystalens implanted). The pt's preoperative and postoperative visual acuities and refractions have not been provided. Additional information has been requested from the physician. This MDR is being filed on the basis of "lack of information regarding the cause of the event."